Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen fundoplication procedure, the surgeon was using instrument with pledgets when the suture detached from the needle. Another loading unit was opened to complete the procedure and the suture was retrieve using a grasper. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic inspection noted retainers of the product. The visual inspection of the product returned noted one needle detached with no packaging. No suture or pledge was received. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.